Event description:
IV pumps abruptly stopping during infusion. They make a beeping sound followed by an error message, e60, on the screen. IV pump is unable to be turned off and all functions are frozen. Ten IV pumps were affected within 2 hours, 8 of the pumps were actively infusing medications at the time of the malfunctions. No patients were harmed. Medications were switched to other pumps and continued with infusions.